Event description:
The patient reported hearing intermittent sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has been scheduled for 02/25/1999.